Manufacturer narrative:
Investigation summary. The reported complaint of a ruptured tego could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a tego connector where it was stated that "the tego was ruptured and that it presented positive pressure when infusing volume. The status of the product at the time of the event was during use with the patient. There was no reported patient harm.